Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that some of the buttons on the insulin pump were not working. The customer's blood glucose was 212 mg/dl. No significant events were recalled, leading up to the keypad issues. It was advised to discontinue use and revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).